Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead was found to be dislodged. The issue was found during an elective replacement of a cardiac resynchronization therapy defibrillator (crt-d). The physician was not sure if the dislodgement occurred during the device upgrade or before. The lead was explanted and a new rv lead was implanted. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. The investigation will be updated should further info be provided.